Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. It was reported that the customer had high blood glucose due to bent cannula. The customer was advised if the set is inserted into the 2-inch area around the belly button region it may result in bent cannulas. The customer was advised to change the infusion set. The customer decline the reset of the troubleshoot of the high blood glucose. The insulin pump will not be returned for analysis.